Manufacturer narrative:
Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a broken connector pin on the cable assembly.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (dtc) [s/n] found there was a broken connector pin on the cable assembly.

Event description:
The consumer reported that there was a broken connector pin on the desktop charger (dtc) one and a half weeks prior to (B)(6) 2015, and the patient's pain returned one week prior to (B)(6) 2015. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.